Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -4.5 diopter into the patient's left eye (os) on (B)(6) 2018. The surgeon reports glare/halos. The lens currently remains implanted.